Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie device. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Knotted j tube is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the pump had high pressure alarm. The patient visited the physician for not able to flush the tubing. It was found that the intestinal tube was knotted.